Event description:
It was reported that during the insertion of the pulse field ablation procedure to treat persistent atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was flushed and prepped with the dilator introduced atraumatically. The sheath was advanced over a wire into the left atrium then the dilator was removed with the wire. At this point it was flushed and aspirated, but when the grid mapping catheter was introduced, the valve seemed to be bleeding back through the valve. When the physician was trying to aspirate and flush, the air was sucked from the environment through the valve and into the syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. 05jun2025: device is returned. It was further informed via gfe dated 06jun2025: pressure bag was used for the irrigation of the sheath. Bubbles were observed in the faradrive flush port line when a syringe was attached to aspirate and flush. It was apparent that air was introducing through the defective silicone valve, into the syringe during aspiration when the stopcock was turned on to flush heading forward through the sheath. The valve seal was leaking the saline. The tip of the guidewire was less than 1mm outside the lumen of the farawave. No other issue has been reported.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slits of both the inner and outer valve of the sheath. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design'.

Event description:
It was reported that during the insertion of the pulse field ablation procedure to treat persistent atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was flushed and prepped with the dilator introduced atraumatically. The sheath was advanced over a wire into the left atrium then the dilator was removed with the wire. At this point it was flushed and aspirated, but when the grid mapping catheter was introduced, the valve seemed to be bleeding back through the valve. When the physician was trying to aspirate and flush, the air was sucked from the environment through the valve and into the syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The sheath has been received for analysis.